Event description:
A ventilator was returned to a third party service center alleging on an alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at third party service center, the customer's complaint was confirmed. The ventilator's sensor board was replaced to address the issue.